Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when moving the system inside the facility, the site hit a bump and the system began acting unresponsive. The mouse lagged. The fan cover was also hot to touch with a smell coming from the cart. There was no patient present when this issue was identified.